Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized on an unreported date. The patient was treated with an unspecified oral antibiotic (dose, frequency, and duration not reported) and an unspecified antibiotic (¿was put in my bags¿ and ¿finished it through hemodialysis¿; dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient had the peritoneal dialysis catheter removed and was placed on hemodialysis. On an unreported date, the patient completed treatment. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was reported as an unknown date in beginning of (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.